Manufacturer narrative:
H6: investigation summary : the customer reported the sets are not connecting properly, and returned 16 unused samples. The samples were primed with water from a syringe, and only one leaked. The one that leaked was then separated (in the lab in order to see tubing) at the luer-tubing connection. The root cause was found to be shallow insertion depth. The complaint is verified by the leak, even though the connections held tight in testing and the connections were sound for most of the samples. Manufacturing did a quality check on the next batch of this material to be produced, and no issues were found. The adhesive was correctly placed on the line. A device history record review for model 20059e lot number 21079204 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd smartsite extension set, needle-free valve experienced connection issues. The following information was provided by the initial reporter: not wanting to connect properly.

Event description:
It was reported that the bd smartsite extension set, needle-free valve experienced connection issues. The following information was provided by the initial reporter: not wanting to connect properly.

Manufacturer narrative:
Date of event: unknown.the date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21079204 medical device expiration date: 08-jul-2024 device manufacture date: 06-jul-2021.